Manufacturer narrative:
(B)(4). Initial MDR reported (B)(6) 2013 inadvertently against duplicate MFR # 6000034-2012-00430. This report filed (B)(6) 2013.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The device was explanted on (B)(6) 2013: during the same surgery the patient was reimplanted with a new device.